Event description:
In 2009, the patient reported her insulin infusion device continues to display an e4 (occlusion) error while in the run mode. She stated she received an e4 error last night and cleared it by changing her infusion headset and tubing. This morning she had another occlusion error and she changed her site location. She stated her blood glucose this morning is 560 mg/dl with her normal range being 70-260 mg/dl. Symptoms are fruity mouth and exhaustion. The troubleshoot, the patient was instructed to disconnect from her device and perform a prime. She received an occlusion error. She was then instructed to disconnect the tubing from her device and prime. No occlusion error was received but insulin was slow to drip out of the adapter. The patient was advised to switch to her backup infusion device and use a new cartridge and tubing. She did so, connected to ther headset, and bolused 3.5 units of insulin to treat her elevated reading. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.